Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory that the lead was returned in two segments severed at 102 millimeters (mm) from the terminal pin. A portion of the lead appeared to be missing. Visual inspection found cuts in the insulation and the medical adhesive torn and separated from the insulation at the proximal end of the proximal spring electrode; the proximal spring was also stretched at this point. The proximal end of the distal spring electrode was separated from the lead body insulation. The lead underwent detailed analysis which found insulation damage at approximately 62 to 80 mm from the terminal pin, just distal of the white terminal boot molding. The polyurethane insulation sleeve was abraded as well. Webbing damage was noted in this area between all three lumens. Analysis determined that the morphology of the insulation breach was indicative of lead on can or lead on lead contact, coupled with movement and pressure. The abraded region would have been located within the pocket area. Analysis confirmed the field allegation.

Event description:
Boston scientific received information that there was oversensing of noise on this right ventricular (rv) lead leading to non-sustained events. Over on month later there was still oversensing of noise which led to three inappropriate shocks. It was noted that during the post shock refractory period there was four and a half seconds of undersensing ventricular fibrillation (vf). However the device eventually detected the arrythmia. A shock was administered and the vf was converted appropriately. No pacing inhibition was observed. A revision procedure was performed two months later where the rv lead was explanted. The device was also electively explanted due to a therapy upgrade procedure.